Event description:
Overdelivery reported. The pump was set to infuse pca 10 mg/ml. The pca dose was 10 mg (1 ml). Complete settings were not specified. At 1:40am, after the first requested bolus delivery, the nurse noted 3 ml were gone from the syringe. Expected delivery volume was 1 ml. She instructed the pt to call for her prior to the next requested bolus. The nurse observed the second delivery and noted that the 2 ml were administered. The settings were double checked with the nursing supervisor and noted to be correct. The pt did not experience any adverse effects from the meperidine. The pump was switched out, and the new pump delivered as expected.

Manufacturer narrative:
The reported problem could not be duplicated. The device passed delivery accuracy testing within product specification. Unrelated findings identified during testing. But these are not likely to have resulted in overdelivery. Frequency of occurrence of overdelivery for pca family is approximately 3.33/million sets.